Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a touchscreen that does not work. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
The service record was updated, and it was noted that the device was in use when the issue occurred. No patient or user harm reported. A service engineer (se) noted that the touchscreen was replaced to resolve the issue. The system meets the specification for the performed service and is returned to use.